Event description:
The manufacturer received information alleging a ventilator's oxygen setting was not functioning. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's oxygen blending module board was cleaned to address the issue.